Event description:
It was reported that the patient was septic and the origin of the infection was unknown. The system was explanted. The patient was stable.

Manufacturer narrative:
Review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined.